Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed; analysis revealed a lock-up of the integrated circuit. It was also noted that the device indicated elective replacement (eri) and there was a long receipt time. There was more than one year post explant. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to battery depletion and subsequently tested out of specification. No patient complications have been reported as a result of this event.